Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm. The alarm stopped 10 minutes after the battery was taken out of the insulin pump. The customer's blood glucose reading was 211 mg/dl. After inserting a new battery, the power loss alarm occurred again. Troubleshooting explained to the customer that the internal backup battery could bot be charged. The customer was advised to return the insulin pump for analysis, and that a replacement will be sent.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery out limit alert noted. Pump error detected and power loss alarm due to j6 connector resistance issue.